Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that ureteroscopic holmium laser lithotripsy was used for the treatment of nephroureteral calculi, and a guide wire was needed during the operation to guide the entry of the ureteroscope and the indwelling of the ureteral stent. During the use of the guide wire, it was found that the surface of the guide wire was rough after use, which led to the difficulty of indwelling of the ureteral stent, also prolonging the overall operation and anesthesia time. This was analysed to be insufficient hardness of the guide wire surface coating. Then replaced a new guide wire.

Event description:
It was reported that ureteroscopic holmium laser lithotripsy was used for the treatment of nephroureteral calculi, and a guide wire was needed during the operation to guide the entry of the ureteroscope and the indwelling of the ureteral stent. During the use of the guide wire, it was found that the surface of the guide wire was rough after use, which led to the difficulty of indwelling of the ureteral stent, also prolonging the overall operation and anesthesia time. This was analysed to be insufficient hardness of the guide wire surface coating. Then replaced a new guide wire.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further investigation was not conclusive. Although a specific cause cannot be determined, potential root causes could be, "hydrophilic coating thickness improperly specified, degradation". The device was used for treatment purposes. It is unknown if the device had met relevant specifications or resulted in the reported event. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." "Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip." The device was not returned.